Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a critical pump error. The customer¿s blood glucose level was 237 mg/dl at the time of the incident. Customer was originally checking on the package for her return package. The customers old insulin pump displayed a critical error image. It was reported this happened while the customer was asleep. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to electrical board.